Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted after 31 months for elective replacement indicator (eri). The physician expressed dissatisfaction with device longevity.